Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a depth gauge does not slide easily and causes problems when measuring. It was unknown where and when the issue was discovered. There was no patient involvement. This report is for one (1) depth gauge for 2.0mm and 2.4mm screws this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part # 319.006, synthes lot # 4772130, supplier lot # na, release to warehouse date: may 17, 2004 , manufactured by synthes brandywine . No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the depth gauge for 2.0mm and 2.4mm screws (part # 319.006, lot # 4772130) was received at us customer quality (cq). The visual inspection of the received device indicated that the needle component of the depth gauge was bent and loose. No other damages were observed on the device dimensional inspection: dimensional analysis was completed, the outer diameter of the needle near the bent location measured 1.24 mm (caliper ca 215p). This is within the specification of 1.20 mm to 1.25 mm. Document/specification review: the following drawing(s) reflecting manufactured and current revisions were reviewed; depth gauge for 2.0mm and 2.4mm screws needle. Complaint confirmed? Yes. The needle component was bent and loose. Investigation conclusion: the overall complaint was confirmed as the needle component of the depth gauge was bent and loose. The reported functional failure of the device may be caused due to the bent needle component. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.